Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: during investigation, the pump was unable to power on. The complaint of the display issue was not able to be fully investigated due to no power. There was moisture corrosion and rust in the battery compartment and the battery compartment was cracked. Leak testing confirmed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 12-apr-2019, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.